Event description:
A customer reported receiving low glucose results from an abbott diabetes care device. The customer received sensor scan results of 80 mg/dl compared to readings of 278 mg/dl respectively obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned for investigation. A visual inspection of the sensor patch was performed, and no issues were observed. Attempt to scan the sensor with the evaluation module (evm) and data extraction was unsuccessful. A detailed visual inspection was subsequently conducted using a digital microscope, and no visible defects or abnormalities were identified. An additional attempts to scan the returned sensor patch. All scan attempts were unsuccessful. Therefore, this issue is unable to test. An investigation has been carried out into the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.